Event description:
Liter flow gauge needle would stop at 4 l and not return to zero and go past 15 and not return to zero. There is also leaking oxygen at shaft connection and co was recalling regulators for a spring not able to withstand pressure. Event dates: 7/21/93, 7/24/93 and 7/27/93. (*)